Manufacturer narrative:
(B)(4). As a precaution, field service placed an order for a gas delivery engine per information provided by the user facility. Field service will also go out to the user facility, and evaluate the unit.

Event description:
Biomed called from one of the user facilities indicating that during pre-use checks in neo mode (no settings provided), the unit displayed "circuit occlusion and extended high peak", then stopped ventilating. A continuous audible alarm was present. Field service was requested.

Manufacturer narrative:
Field service (fs) performed est test and began performance check. The ventilator passed est testing and after that it alarms with messages circuit occluded, ext high ppeak and stopped ventilating. Fs performed transducer calibrations and unit ran less than 5 minutes and issue returned and ventilator stopping ventilation. Failure analysis (fa) lab received a avea gas delivery engine (gde). Fa inspected the gde externally, no anomalies were found. Installed the gde on to avea test station and powered in to user mode, ¿circuit occlusion¿ and ¿ext high ppeak¿ were being displayed on the user interface module (uim) alarm banner. Fa powered in to service mode to inspect insp pres, exp pres, and exp flow pressure transducer calibration screens. While checking the pressure transducer calibration screens noticed that the insp pres transducer ambient pressure has about 76 a/d count drift in ambient pressure, exp pres and exp flow calibrations are within specification. Insp pres transducer is the defective component causing the ¿circuit occlusion¿ and ¿ext high ppeak¿ alarms. Fa recalibrated insp pres transducer. Then conducted 4.4 flow control valve characterization, passed test. Fa powered in to user mode, gde is now cycling properly. Fa was able to duplicate and isolate the reported problem to the insp pres transducer (xdcr1) located in the tca assembly.